Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia, loss of consciousness and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm which is an off-label usage of the device on (B)(6) 2025. The patient's child reported that the patient experienced inaccurate cgm values which occurred the day after the sensor had been inserted in the arm. On (B)(6) 2025, the cgm was reading low, and the blood glucose was not checked. The child gave give the patient two liters of cola. Later that day they went to the doctor's office because the cgm was low while the bg was 846 mg/dl. The patient was vomiting, diabetic ketoacidosis (dka), and loss of consciousness (loc). In the doctor's office, the bg was 714 mg/dl while the cgm was low. The patient was given insulin by the child, who is reportedly a nurse, hourly. There was no documentation of further medical evaluation or intervention. The patient was doing fine during the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when patient was treated with cola. The reported glucose values fall within the d zone of the parkes error grid when patient went to the doctor's office and experienced symptoms. No additional patient or event information is available.